Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
The patient's wife called to report that when the patient woke up at the end of treatment he found a puddle of fluid under the cycler. The cycler was replaced. Additional information has been requested.

Manufacturer narrative:
An investigation of the device was conducted by the manufacturer. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were no deviations or non-conformances during the manufacturing process. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The valve actuation and mushroom head check passed. There are no visual indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. There was visual evidence of dried fluid under the left corner (display side) of the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Event description:
The patient's wife called to report that when the patient woke up at the end of treatment he found a puddle of fluid under the cycler. The cycler was replaced. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated there was no patient injury due to the leak. The patient's effluent has remained clear. Per pdrn the tubing set was discarded.